Manufacturer narrative:
Device mfg date now provided. The computer was replaced and this resolved the issue. The customer will not return the computer, therefore adding (B)(4).

Manufacturer narrative:
Patient information was not made available from the site representative reporting. Aware date approximated, not provided by site representative reporting. Device manufacturing date is unavailable. 11/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Navigation system is up and running. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a cranial procedure, their navigation system unexpectedly exited. The status was reported as mach cranial 5.2 software was active and it was chosen in the setting navigation mode. There was no activity in the moment during the shut-down. No further details were provided. The surgeon re-started the navigation system and continued to use navigation. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.